Event description:
It was reported that a user was not seeing dexcom g7 glucose readings on their ilet pump, which resolved during the call, consistent with intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet with intermittent communication failure traced to the antenna/electrical-magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.